Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was evaluated for the reported event of a connection issue. The device underwent functional testing: leak testing, clear passage testing, clamp function testing and a simulation of the device interaction which it passed. The integrity of the seal surface test did not note any leaks. A visual inspection of the transfer set using a microscope, identified that the patient adapter was damaged. The damaged patient adapter could have contributed to the reported problem and the cause could not be determined. The device was determined to not have met product specifications related to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
This is a report of a home patient who experienced a connection issue between the transfer set and the titanium adapter as there was a gap between the two. This occured during an unspecified process step in peritoneal dialysis therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.